Event description:
It was reported that the pt complained the 6dct was crooked. The pt stated it was very uncomfortable and that it was titled to one side. The pt removed the 6dct and replaced it with another 6dct. She did not have further problems and no treatment was needed.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the MFR will review the lot history records. No analysis or conclusions can be drawn without the device. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.